Manufacturer narrative:
A ge service representative worked with the in-house biomed staff over the telephone and determined that the batteries of the uninterruptible power supply had not been sufficiently charged. The system was placed on a reliable charging source. No further problems reporter.

Event description:
It was reported that the itrak 3000 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.